Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature battery depletion. The device was implanted for 4 years.